Manufacturer narrative:
Additional information was added. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was inspected and it was noted that the separation between the tubing and y-site was visible in the photograph. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a clearlink continu-flo solution set became disconnected from the upper y-site. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.